Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported a constant primary alarm failing error message. Date of reported event was (B)(6) 2016. There was no patient involvement.

Manufacturer narrative:
The cpu board was returned to the manufacturer for failure investigation. The failure investigator was able to duplicate the reported problem of a constant primary alarm failing error message. Failure investigation found both primary alarm speakers were sounding properly which pointed to a problem with the alarm monitoring circuit. The reported issue was found to be failure of capacitor c208 which had caused the monitoring circuit of primary alarm 2 to measure the speaker current too low. This triggered the ¿primary alarm failed¿ alarm (e/c1102).

Manufacturer narrative:
Device evaluation: the manufacturer's bench technician duplicated the reported issue. Resolution and disposition: the manufacturer's bench technician replaced the cpu board to address this finding. The device successfully passed performance specification testing.